Event description:
It was reported the patient's ipg would not comminute with their patient controller, the patient underwent and unrelated surgical procedure and set device into surgery mode but could not connect post-op. Intervention took place where rep met with patient and was able to restore communication with the ipg.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.